Event description:
Boston scientific received information that the patient with this device was seen with a magnet rate of 100. Approximately one year later, the patient endured heart surgery. Three weeks later, the magnet rate was 85. Technical services was consulted and recommended device explant, as the device may have been exposed to magnetic resonance interval (MRI) or radiation while hospitalized. The device currently remains actively implanted. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.